Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump is having downstream occlusion alarm issues when going from induction oxytocin to postpartum oxytocin after delivery of the placenta. "They troubleshooted the line and could not find a reason for the downstream occlusion. The line flushes easily. I believe these nurses turn the pump off and on to change the program, but I am still investigating that theory. I sent an education to the nurses showing them how to use the change program key instead of turning the machine off and on. Is this a known issue?." There was no report of patient injury or medical intervention associated with this event. No additional information is available.